Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: (B)(4).

Event description:
A hematoma of 6 cm or less developed after manual pressure was released. Manual compression was applied for 10 minutes to achieve hemostasis and resolve the hematoma. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Intervention coronary stick location: medium sheath size: 6f